Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 11 months and 25 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the patient had a gradient greater than 60 mmhg. The patient expired due to a cardiac arrest secondary to heart failure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. H6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of relevant medical record/imagery. Since the valve serial number was not provided, a review of the device history record was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. As reported, "approximately 11 months and 25 days post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient had an echo gradient greater than 60. The patient expired due to a cardiac arrest secondary to heart failure." Elevated gradients indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Due to insufficient information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or instructions for use (IFU) inadequacies were identified, no corrective/preventative action no product risk assessment escalation is required.